Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-03169. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture". Patient later reported "deflation and removal from textured to smooth due to the concerns of the product". Healthcare professional later reported "capsule thin and no capsular contracture". This record is for the left side. The device has been explanted.